Event description:
Procedure type: unk. Patient gender: unk. According to the reporter: a conical blue part breaks and either falls in surgical cavity or gets stuck in the reduction gear. No further details could be provided. No pt injury was reported.